Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case# (B)(4) - there was no patient involvement 8300 error 500.5040 bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4). Case subject: there was no patient involvement 8300 error 500.5040 account name: (B)(6). Account #: (B)(6). Asset name: 8300 etco2 module, v8 (B)(6). Patient or user involvement: no patient or user harm: no case description: caller has an 8300 module giving a 500.4030 error. Sn: (B)(4). Case resolution: helped setup biomed's system maintenance software and successfully flashed the 8300. Biomed ended call.